Event description:
Situation, two bd alaris tm pump infusion sets have been confirmed to have faulty back check valves. The events were identified when piggybacking a secondary infusion into the primary set. The secondary bag rapidly emptied into the primary drip chamber filling and bubbling into the primary bag. These two events were caught prior to reaching the pts. FDA safety report ID # (B)(4).